Event description:
Intraocular lens became cloudy. In patient's eye. Had original surgery in 1999 at another hospital and physician. Became cloudy and ultimately had to have an iol exchange due to decreased vision and lens becoming opaque.